Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation auto CPAP. There was no allegation reported by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that there was no visible foam degradation. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP. There was no allegation reported by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated/corrected. Box d: product brand name has been corrected. Box h: (device) problem code has been corrected. Remedial action init and recall(z) number has been updated.